Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to design it is not possible to assemble the 10mm att shim (rp part) to the evaluation bullet.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this complaint was not received for examination. The photo investigation confirmed the reported allegation, the devices cannot assemble because a spiked evaluation bullet is needed for a rotating platform tibial component. From the evidence provided, nothing indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided and could not be seen on the evidence provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that the event happened during surgery and there was no surgical delay.